Event description:
Caller reported that the cartridge was not fitting properly on the pump. There was no reported adverse impact on customer's blood glucose level. Reportedly, there was an o-ring from a previous cartridge on the pneumatic tap. The customer removed the o-ring and successfully loaded the cartridge to address the event.